Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2 was shutdown on station. A field service engineer replaced all controller boards in drawer to resolved this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was failed.the customer stated that there was a delay in dispensing workflow.there were no adverse events or injuries reported based on this event.